Event description:
The customer felt that the insulin pump was not delivering the basal rates. Troubleshooting was performed, and found that the daily totals were counting all basal rate and bolus deliveries. However, the customer felt uncomfortable with the insulin pump and insisted that the basal rates were not being delivered. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.